Event description:
Outbound. Patient informed nurse extension tubing is leaking from the filter. Patient also reports more short of breath than yesterday. Large air bubble noted in cassette attached to patient. No further information available. Lot number: 58x056.